Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "malposition".

Event description:
Healthcare professional reported right side device removal due to "malposition". Healthcare professional additionally reported "rippling secondary to thinning of the skin and soft tissue"; this issue is not device related. Device has been explanted.